Manufacturer narrative:
The device was not returned to the MFR for investigation. No corrective or remedial actions were taken - the current cumulative leak rate found with the use of the device is within the low range reported in the literature for anastomosis devices.

Event description:
The pt had lar procedure, at approx 4 days post-procedure, the pt was taken back to theatre as the anastomosis had leaked and the pt had peritonitis. The device ring was removed and the pt had an ileostomy procedure.